Event description:
Patient called to report a product issue with her sureclick injector. She stated when the device was filled an air bubble was left on top and she couldn't push the medication through. She stated her neighbor helped her use the shot, but she was very upset that the company was closed for the weekend and there was no support for device issues. Reference report: mw5118153.